Event description:
Horizontal and vertical defect treated on (B)(6) 2010 with bone graft material (straumann bone ceramic) and membragel. One month after the surgery a membrane exposure of more than 3mm appeared together with infection. This exposure was followed up for a period of time and it got worse. Second phase due to worsening: removal of the material and re-treatment.

Manufacturer narrative:
Review of batch records indicate the product was release according to specifications. The instructions for use provided with the product state "as with any surgical procedure, infection is a risk." As well as "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."